Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition before, during and after the replacement procedure.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Device was received with battery voltage at elective replacement indicator level (eri). Analysis indicated device was operated in high output mode and was implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced and its voltage level is sensitive to variations in usage such as prolong telemetry interrogation and high output settings. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. Electrical and mechanical test results indicated normal eri functionality. Device was implanted for 4.9 years and is considered normal battery depletion.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, premature battery depletion was suspected. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the device was not explanted. The patient will continue to be monitored.